Manufacturer narrative:
The returned inserter was evaluated. One of the tines has fractured off. It is likely that the damage occurred during sterile processing, cleaning or general handling of the instruments outside of surgery. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
The complaint was initially reported as worn out maxan equipment needed replacing that was discovered during kit inspection with no associated surgeries or patients. However, upon completion of the product complaint evaluation by zimmer biomet personnel, it was determined that one of the tines had fractured off of one of the returned inserters.